Event description:
Rptr has pneumonia, colds, arthritis, fatigue, circulatory problems, gout, muscle pain, shoulder pain, thigh, arm, back, toe and knee pain, left breast carcinoma, breathing problems, hard implant, capsular contracture, dry mouth and eyes, night sweats, low grade fevers, depression, memory problems, short temper, water retention, arthritis symptoms, trouble sleeping, fingers/hand swollen, right wrist/shoulder/hip pain, muscle fatigue, left breast tender with spasms, left arm aches from armpit to hand, hair loss, coldness/pain in left breast, feet, hands, legs, implant malpositioned (it is way up), visible implant wrinkles/outlines, mental anguish, chest tightness, breast distortion with hardness, breast pain and shoulder pain from spasms, difficulty in breathing.